Manufacturer narrative:
This report is submitted on december 21, 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [68047 device analysis report.pdf]

Event description:
Per the patient's surgeon, the patient developed a intracranial tumour and required an MRI. Additionally, the patient experienced poor performance with device use, resulting in device non-use. Subsequently, the device was explanted on (B)(6) 2016. There are no plans to reimplant the patient as of the date of this report.